Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use & dimension on lot # 7256589. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle was too long. This was discovered during use. The following information was provided by the initial reporter: material no: 320119, batch no: 7256589. It was reported that the needle went to the muscle. Verbatim: consumer inquired to find out if we are manufacturing 4mm in 31 gauge they are too weak. Explained consumer we only manufacture the 32 gauge in 4mm. Consumer reported they used to bend during use. No information available on 4mm needle. Lot# unknown. Sample discarded. He has started using the 5mm. Needle goes to the muscle. Consumer re uses the needle about 5 times or until it is hard to push then he uses the new ones. He stated he has been doing this for 5 years and do not see anything wrong with that. He also pinches up slightly. Explained consumer not to re use the needles and no need to pinch up the skin for 4 and 5 mm needles. Advised him to speak to his doctor regarding this to verify and to find out the right size needle for him.